Event description:
The customer reported that a pt that had been sealed with a vasoseal vhd kit size 3 approx one and a half years previous presented complaining about discomfort in the groin area. Upon physical examination, a foreign body was noted in the groin site. After a subsequent ultrasound, a surgeon performed an exploratory surgery of the groin site and the vasoseal sheath emerged from the puncture site and was removed. No further complications were reported.